Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Missing information from this report is identified as a blank, unknown and as no information (ni); this information was not provided in the reported event or available at the time of report submission. The company is seeking this information through the event investigation. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
A report was received that a "low flow" alarm was triggered on the left ventricular assist device (lvad) due to an abrupt drop in flow. Based on the technical and medical parameters, there was a strong suspicion of pump thrombosis in/in front of the inlet tube. Over time, the site suspected that there was contact between the thrombus and the rotor based on increasing power parameters and an anomalous acoustic measurement. The medical staff and the patient's wife discussed possible problem-solving strategies, but the patient's wife decided against any further operative interventions. The lvad was turned off and the patient subsequently expired on (B)(6) 2017. No further information has been provided.

Manufacturer narrative:
The device remains implanted in the patient and is thus not available for return to the manufacturer. With a review of the available information there is no evidence to indicate any device malfunctions or performance issues that would impact the reported events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. (B)(4) was not returned for evaluation. Review of the manufacturing records confirmed that the associated pump met all requirements for release. The reported event could not be confirmed via log analysis since log files were not available for review. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on risk documentation, the possible root causes of the reported event of low flows may be attributed to multiple factors including but not limited to thrombus at the inflow cannula, inappropriate setting of the pump rotational speed, and/or an occlusion caused by thrombus formation within the outflow graft. If information is provided in the future, a supplemental report will be issued.